Event description:
It was reported that during a brevera procedure on (B)(6) 2024 there was no suction during the biopsy while the needle was inside the breast. Patient had to be rescheduled and no additional incisions were performed. No additional intervention, medication or imaging needed. A field engineer examined the equipment and found that the needle had epoxy/glue blocking the suction port on the carrousel assembly. It was identified that the issue was related to the consumable and not the system. The console was found to be operating with the manufacturer´s specifications.

Manufacturer narrative:
The device involved in this event was examined by the field engineer at the site and it was observed that glue was blocking the suction line port of the carousel assembly. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.